Event description:
It is reported that the glenosphere component of a shoulder prothesis had become disassociated and dislocated from the device baseplate about two months after initial surgery. Revision surgery was required to replace the glenosphere. Cause of the disassembly is not known. Device return for evaluation has been requested but not accomplished. Additional clinical details have not been provided. (B)(4).